Event description:
It was reported that the right ventricular lead's high voltage lead impedance was high. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.